Event description:
A report of a pocket revision was received. The reason for the revision was that the battery site was uncomfortable. The physician revised the battery site by making the pocket deeper. The pt is no longer experiencing discomfort and is reportedly doing well.

Manufacturer narrative:
This is the final report.